Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Representative samples were received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2019 and suture was used. The doctor was suturing a vessel, using an interrupted loop and the needle separated from the suture. The doctor used a second like suture to complete the procedure. There were no patient consequences reported.